Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd eclipse¿ needle experienced the needle point penetrating through the shield which resulted in a needle stick injury during use. The device operator and patient both received unspecified "testing" and the results were "clear." The following information was provided by the initial reporter: giving a patient a flu vaccine and after she finished she was placing the cap back on the needle. The needle was inside the cap but when she added pressure to the cap, the needle came through the side of the cap and punctured her on the left middle finger. Date of event: (B)(6) 2020 customer concern: pa giving me my flu shot mentioned that she had a dirty nsi during a hard surface activation. Patient/user impact: pa and pt went through testing- both clear. Product: 305759, needle eclipse 25x5/8. Lot: unknown.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. H3 other text : see h.10.

Event description:
It was reported that the bd eclipse¿ needle experienced the needle point penetrating through the shield which resulted in a needle stick injury during use. The device operator and patient both received unspecified "testing" and the results were "clear." The following information was provided by the initial reporter: giving a patient a flu vaccine and after she finished she was placing the cap back on the needle. The needle was inside the cap but when she added pressure to the cap, the needle came through the side of the cap and punctured her on the left middle finger. Date of event: (B)(6) 2020. Customer concern: pa giving me my flu shot mentioned that she had a dirty nsi during a hard surface activation. Patient/user impact: pa and pt went through testing- both clear. Product: 305759 - needle eclipse 25x5/8; lot: unknown.